Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The father of the customer reported a general alarm making a high pitch sound from the insulin pump. The father of the customer also reported a blank display. The customer was advised to discontinue use of the insulin pump. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information is provided.